Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 137.0 cm from the proximal end and the pull wire was completely retracted out of the fractured distal segment. The embolization coil was detached from its pusher assembly inside its introducer sheath. The smart coil was damaged and, therefore, the smart coil was not functionally tested. Conclusions: evaluation of the returned smart coil confirmed the pusher assembly fracture as well as several kinks. If the device is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked pusher assembly will likely result in the pusher assembly fracture. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation of the returned smart coil revealed that the embolization coil was detached. If the pusher assembly is fractured it will likely allow the pull wire to retract from the distal detachment tip, allowing the embolization coil to detach. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil through the middle of its introducer sheath, despite attempting multiple times. Consequently, the pusher assembly of the smart coil broke. The physician therefore removed the smart coil and completed the procedure using a new smart coil. There was no report of an adverse effect to the patient.